Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii", "implant lobulations", "accommodation folds", "associated with a small laminar liquid collection around them", "grouped microcysts."

Event description:
Healthcare professional reported for left side "capsular contracture baker grade iii", "implant lobulations", "accommodation folds", "associated with a small laminar liquid collection around them", "grouped microcysts" . The device remains implanted.